Event description:
The fractured lead was capped and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, the impedance trend on a lead was decreasing, and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was further reported that the lead integrity alert (lia) was triggered and the superior vena cava (svc) coil impedance was greater than 200 ohms. The physician elected to program the svc coil to off and delayed the detection intervals and rates. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.this lead was included in that field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, the impedance trend on a lead was decreasing, and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited two non-sustained ventricular tachycardia (vt) episodes with noise and sensing integrity counter (sic). In addition, decreased lead impedance was noted. The rv lead remains in use. No patient complications have been reported as a result of this event.